Event description:
On (B)(6) 2005, a 16mm amplatzer septal occluder (aso) was successfully implanted without complications. Follow-up echos were performed on (B)(6) of that year and did not show any issues. On (B)(6) 2005, the patient was presented to the hospital with thoracic pain. Pericardial effusion was diagnosed and the patient was sent to surgery. The aso reportedly eroded through the atrium near the aortic root. The aso was explanted and a xenopericardial patch was used to repair the defect.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. The devices's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The cause for the reported event remains unknown.

Manufacturer narrative:
As the product was not returned and the lot number was not provided, our investigation was limited to the information provided. This event information was reviewed by the sjm erosion board and it was confirmed that erosion occurred. We have no evidence of a device malfunction or any deficiency with the instructions for use requiring corrective action.